Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was running at p5 due to suction events, intensivist attempted torque and withdrawal method to free pigtail from papillary. It was opted to leave as is and not reposition, however they were unable to go above p5, so drips were increased. The patient remained on impella support and was successfully weaned.